Manufacturer narrative:
On december 13, 2023, mentor received the following additional information. The patient experienced fatigue, neck pain, shoulder pain, skin issues, headaches, blurry vision, and sound sensitivity. On january 05, 2023, mentor completed a reevaluation of the device per the new information. The following was added to the device evaluation. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Reason for device explant and/or reoperation: generalized illness h6 health effect - clinical code e2402: generalized illness manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 01, 2023, the mentor analysis lab received the suspect medical device for evaluation. On november 03, 2023, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. During visual evaluation, no apparent damage or visual anomalies were observed on returned device. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast cyst. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 43-year-old caucasian female patient underwent a primary breast augmentation surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced pain in the right breast and observed the right breast was high and distorted. Ultrasound imaging was conducted which indicated a ruptured right breast implant and fibrocystic changes of the breasts, bilaterally. After consulting with a medical professional, she was also diagnosed with baker grade iii capsular contracture of the right breast. As a result, the patient underwent bilateral removal on (B)(6), 2023. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2023-10085 for the contralateral event.